Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by MFR: the liberte monorail (mr) stent delivery system was returned with the balloon tightly folded with the stent implant secured between the markerbands. Four struts in the first proximal row and three struts in the second proximal row were bent back distally. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary angioplasty(pci) stent damage occurred. The 90% stenosed lesion was located in the severely tortuous, proximal to mid right coronary artery. Pre-dilation with a 2.5 x 20mm non-bsc balloon was performed inflated to 12atm 3 times. The 3.0 x 24mm liberte stent delivery system was advanced several times without crossing the lesion. The physician withdrew the stent delivery system and noticed that the distal part of the stent was lifted. The procedure was completed with another of the same device. The were no reported patient complications and the patient's status is good.